Manufacturer narrative:
User facility did not return device to conmed for eval. User facility discarded device and was unable to provide any detailed info (part #, serial/lot #s, etc.). MDR filed late due to awaiting user facility to provide more info and possible suspect prod return.

Event description:
Four (4) inches back from blade tip, insulation burnt through and arched to pt's breast, causing 1" x8mm bun to the breast. No medical intervention was needed.